Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded with the stent secured on the balloon. The distal end of the stent had multiple rows of struts that were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage occurred. While unpacking a 2.50x28mm omega stent delivery system, it was found that the stent was deformed, elongated with upward struts, and segregated. The procedure was completed with another stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that prior to a coronary stenting treatment procedure, stent damage occurred. While unpacking a 2.50x28mm omega stent delivery system, it was found that the stent was deformed, elongated with upward struts, and segregated. The procedure was completed with another stent. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).